Manufacturer narrative:
Method code updated to include DHR review. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following t-1 deployment the t-2 anchor failed to deploy. The t-1 anchor was removed from the patient. A backup device was available to complete the procedure without delay. No patient impact was reported.

Manufacturer narrative:
One ultra-fast-fix assembly curved needle device returned. The device is in fairly good condition. The blue split cannula was not returned. The depth limiter was returned. T1 is present but freed from the delivery needle. T2 remaining suture are in original location within the delivery needle track. Complaint indicated that t2 failed to deploy. A functional test indicates that the device advanced normally. Manual release and stripping off of t2 was successful with a gentle tug of the suture. This device requires manual advancement for each "t" into location for stripping off. The push button was not advanced to its full position to locate t2 at the tip of the delivery needle for freeing. There is no deployment with a manual advancement device. No further investigation is warranted.